Event description:
It was reported the facility had a defective nerve locator, vari-stim iii.

Manufacturer narrative:
Device return date: (B)(4) 2013. Product was reviewed by the quality engineer. One sample was received without the original product label / pouch. The sample was identified as item# 8562010 var-stim iii nerve locator as per print on the handle. From the condition of the returned device, customer use was visible. Upon visual evaluation, the probe electrode was found bent / dented close to distal end near the curvature likely due to excessive customer use of the device. No portion of the probe electrode or the needle electrode was found detached or broken from the assembly. A functional evaluation was conducted as per manufacture specifications, by contacting the needle electrode to the probe tip and the led was found to illuminate without any issues indicating that the device functioned as intended. The complaint is unconfirmed with respect to device being defective / non-functional. Method - actual device evaluated; labeling evaluation; results - operational problem; conclusion - operational context caused or contributed to event.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4) product analysis was not performed since the device was not returned for evaluation. Due to limited information, the exact defect on the device remains unknown. Without the evaluation of the device, the exact or most probable / likely root cause of the complaint could not be determined. Method - no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.